Event description:
It was reported that the physician felt some resistance during insertion of the catheter into the sheath. At the end of the procedure, the proximal electrode started to come off when the catheter was pulled back out of the sheath. No pt injury was reported for this event.

Manufacturer narrative:
The section under precautions in the instructions for use states "do not use excessive force to advance or withdraw the catheter through the guiding sheath, when resistance is encountered."